Manufacturer narrative:
H6: the ventec (react health) ventilation product specialist provided the registered respiratory therapist (rrt) with troubleshooting assistance, reviewing the v-home's settings and made recommendations. Ventec later followed up with the registered respiratory therapist (rrt) who confirmed that she was able to resolve the patient's condition by adjusting the device's settings and increasing peak inspiratory pressure (pip). The device was not returned to ventec for evaluation. Based on the information provided, ventec has determined that it's reasonable to conclude that the cause of the reported patient desaturation was user error and not the result of a device malfunction.

Event description:
It was reported to ventec that a patient had desaturated while on the device. The registered respiratory therapist (rrt) advised a ventec (react health) ventilation product specialist that they were attempting to transition the patient from the hospital ventilator (model unknown) to a v-home. The rrt advised that the patient was doing ok on the v-home "most of the time", but when sleeping they desaturate "significantly". Even increasing oxygen (wall oxygen) didn't seem to resolve the issue. No further details about the patient, the event, or how much they desaturated while sleeping was provided. There was no allegation of a device problem which may have contributed to the patient's desaturation, only that the patient desaturated while on the v-home device. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue, however, the patient did allegedly desaturate during the event necessitating medical intervention to prevent permanent impairment/damage to the patient.